Manufacturer narrative:
This report was submitted in error. This type of malfunction would not be likely to result in a serious injury. The clinician would simply add to the filling material with another obturator.

Event description:
In this event a dentist reported that he can bring guttacore obturators to only 80% in the root canal and then the obturator breaks off. The event outcome is unk as of this MDR eval. Add'l info has been requested but is not yet available.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possible cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.